Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433 causing the unit to shut down. The issue was found during preparation for use for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of error e433 is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). The operator activates the footswitch during generator booting (temporary fault caused by user action). A defective footswitch (temporary fault, short circuit in the plug). A defective footswitch (temporary fault, defective reed contact). A faulty cable connection between hvps [high voltage power supply] board and generator board (temporary or permanent fault). A faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). A defective transformer "tr1" at the generator board (permanent fault). A defective current transformer at the generator board (permanent fault). A defective impedance converter at the generator board (permanent fault). A defective peak value rectifier at the generator board (permanent fault). Too low output voltage due to a poorly switching high-frequency power amplifier at the generator board (permanent fault). No or a too low supply voltage of the hvps board (permanent fault). A defective hvps board (short circuit at the mos transistors, permanent fault). A defective motherboard (short circuit at the ntc1, permanent fault). A defective motherboard (defective adc, permanent fault). Defective tsv diodes at the relay board (permanent fault). In general, it is rather rare that several components are defective when the error occurs permanently. In most cases, only one component is affected. However, in case of doubt, the suspected components should be checked in a test device. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.